Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete a follow up report will be submitted.

Event description:
The customer reported that the jaws of the device would no longer open even though it was not on patient tissue. Another device was used to complete the case and there was no patient injury. The device was returned to covidien and visual inspection discovered that the webbing was protruding from the hinge.